Event description:
It was reported that a warm up restarted during a sensor session. The product was evaluated. An external visual inspection was performed and passed. A data log analysis was performed and passed. A review of the share logs was performed and the transmitter unpaired itself was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a warmup restarted during a sensor session. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined via data. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).